Event description:
The patient previously experienced an infection in 2012 which resulted in the generator and the majority of the lead being explanted. Following the explant the infection had resolved. This event was reported in mfg report # 1644487-2012-02444. It was later reported in 2016 that the patient's skin on his neck had eroded and the remaining portion of the lead which included the electrodes were extruding. Follow-up found that the patient is severely autistic and the surgeon believed that the patient was picking at the neck site after the infection healed. The patient then underwent surgery to remove the remaining portion of the lead including the electrodes. During the explant surgery it was noted that there was no evidence of a gross infection at the time. No additional relevant information has been received to date.